Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarms occurred. Customer experienced an elevated blood glucose (bg) level of 538 mg/dl and ketones resulting in a visit to the emergency room (ER). Intravenous therapy and manual injections were administered as treatment. Customer left the ER seven hours later with bg of 211 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.